Event description:
It was reported that the patient with this pacemaker was seen in the emergency room for palpitations and slowed heart rate at 40. Which only 2 percent of ventricular paced and 80 percent of atrial paced, however, in atrial flutter. The battery of this device was near replacement with less than 3 months to be explanted. As of this time, this pacemaker remains in service. No adverse patient effects were reported.